Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a cut on pebax with reddish-brown material inside and internal parts exposed. During the procedure, the force reading jumps very high--to 70g--during ablation (qdot catheter in use). When off ablation, the reading goes back to normal. The issues occurred in both qmode and qmode+. No errors were displayed on the carto 3 system or the ngen system. The catheter cable was replaced without resolution. The medical team identified blood inside the tip of the catheter, between the second and third electrodes. The catheter was replaced and the issue resolved. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson and johnson medtech for evaluation. Visual inspection and functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; the force feature was tested, and the 106 error was observed. The catheter was open and the resistance of the sensor pads on the printed circuit board (pcb) was measured and no problem was found. A manufacturing record evaluation was performed for the finished device 31333887l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) of the catheter states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).